Event description:
It was reported that the packaging was perforated. As consequence there was a leaking of cement. 2 products were affected by the issue. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The review of the device manufacturing quality record indicate that (B)(4) designation biomet bone cement r40 reference 3035890011, batch a641aj1702 were manufactured on 03 february 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue event described in the complaint. 7 similar complaints (including the current complaint) have been recorded for biomet bone cement r40 reference 3035890011, batch a641aj1702 on the reported event within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 2951 products désignation biomet bone cement r40 ref 3035890011, batch a641aj1702 were manufactured on 03 february 2017. The device manufacturing quality record (of 3974791) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement open pouch sealing) event described in the complaint. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the packaging was perforated. As consequence there was a leaking of cement. This event concerns two products. No adverse event has been reported.